Manufacturer narrative:
Patient has multiple pre-existing comorbidities that potentially contributed to the development of infection, including diabetes and morbid obesity. Infection is a known inherent risk of invasive procedures and there is no indication that the nalu implant caused or contributed to the infection.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. On (B)(6) 2023 a full system explant was performed due to an infection that had developed at the incision site on the anterior thigh and was spreading down the implanted leads into the knee area.